Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jueu2113 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that statlock consists of plastic piece and a thick plaster. Both parts came loose from each other causing the catheter to come out of the patient's skin. This occurred during use.